Event description:
As reported, the femoral artery was oval shape at 6mm x 7mm. The procedure went well and the device was deployed per usual. There was slight oozing after deployment, so a re-tension and lock advancement was performed. Complete hemostasis was achieved. Angiogram revealed anchor blocking most of the artery at an angle. Balloon inflation was performed with little result. Covered stent was deployed with success. Device implant was left in place and suture was cut.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. The arteriotomy was 6mm x 7mm, oval shaped, with mild calcification. A lower positioned access was gained utilizing micropuncture and ultrasound guidance. Following deployment, oozing was present, and a second lock advancement was performed. A post angio revealed the anchor blocking most the artery at an angle. Balloon inflations applied were unsuccessful in resolving the blockage. A covered stent was deployed, and flow was reestablished. The manta remained in place and the suture was cut. The cause for the toggle blocking the artery is possibly due to being deployed at an improper angle due to the lower positioned access. However, due to no angiograms submitted for this investigation, insufficient information regarding initial and deployment procedures and patient conditions and environment, the root cause cannot be determined. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site.